Manufacturer narrative:
Results evaluations codes (other): we are anticipating the return of the sample involved in this event. Upon receipt of sample and completed investigation a follow up report will be submitted. A review of our complaints database shows no similar reports on this product line.